Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The cannula came out of the patient's body while she was asleep and she experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.